Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not be established. The event can be detected/prevented by following the instructions for use which state in chapter 4 on page 66: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the investigation identified the following malfunctions: residual liquid or foreign material coming out of the scope cylinder and white foreign objects in the air/water cylinder. There were also white foreign objects in the air/water tube. There was no patient involvement.